Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an explant due to pocket erosion. There was no issue reported before, during or after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.